Manufacturer narrative:
Device description reported as unknown patella. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon revised patients' right scorpio total knee due to loosening of components. Surgeon removed all components and replaced with triathlon ts total knee system.

Manufacturer narrative:
Surgeon revised patient's right scorpio total knee due to loosening of components. Surgeon removed all components and replaced with triathlon ts total knee system. No additional information, medical records, etc, were made available. The femoral component and baseplate have direct contact with the bone and will be evaluated. There was no indication or allegation that the patella was involved or contributed to the event. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon revised patients' right scorpio total knee due to loosening of components. Surgeon removed all components and replaced with triathlon ts total knee system.